Event description:
It was reported that oversensed noisy signals was observed on the cardiac resynchronization therapy pacemaker (CRT-P), resulting in stored non-sustained ventricular tachycardia (NSVT) episodes and intermittent pacing inhibition of approximately three seconds. Technical Services (TS) reviewed the stored episodes and determined that the signals appeared electromagnetic interference (EMI). Additionally, low intrinsic amplitude was noted. Reprogramming options were provided. No additional adverse patient effects were reported. This CRT-P remains in service.